Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) that on (B)(6), patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a failed transmitter error could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Performed share log review and no data was available. The customer complaint confirmation was undetermined because there is no data available.. The reported event of a transmitter failed error was undetermined the root cause could not be determined